Event description:
It was reported that a sterile bag tear occurred. During preparation of an opticross emea -ic imaging catheter, the motor drive unit 5 plus fell through a tear in the sterile bag and desterilized the surgical field. A new catheter was opened to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. A visual inspection of the sterile bag for the motor drive unit revealed the bag had an opening. Media inspection of pictures provided by the site showed the original pouch in good condition and the sterile bag open.

Event description:
It was reported that a sterile bag tear occurred. During preparation of an opticross emea -ic imaging catheter, the motor drive unit 5 plus fell through a tear in the sterile bag and desterilized the surgical field. A new catheter was opened to complete the procedure. There were no patient complications reported.